Manufacturer narrative:
Additional information added to d.11-PICC the customer¿s experience of an overinfusion was not identified. Review of the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log shows pump module was programmed to infuse lipids 20% (drugid 188) at a rate of 41.7ml/hr. With a vtbi of 500ml at 8:13 pm (B)(6) 2019. At 11:45 pm, the device was channeled off. At 11:55 pm, the user restores the previous programming but does not start the infusion. At 12:02 am on (B)(6) 2019, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 147.4ml. Functional testing performed to be delivering fluid within specification. The root cause of an overinfusion was not identified.

Event description:
It was reported that the intralipids 20% 500ml infusion was initiated on (B)(6) 2019 at 20:08 at a rate of 41.7ml/hour for a duration of twelve hours. However, on (B)(6) 2019 at 00:05 the intralipid infusion bag was empty after infusing for 4 hours with no leak noted. The patient required frequent monitoring and additional laboratory testing to assess for harm. The patient was admitted to treat mrsa bacteremia from a home PICC line with a poor prognosis and a decision was made to stop all treatments and discharge the patient to hospice.

Manufacturer narrative:
Additional patient information: diagnosis: mrsa bacteremia from home PICC line.

Event description:
It was reported that the intralipids 20% 500ml infusion was initiated on 06feb2019 at 20:08 at a rate of 41.7ml/hour for a duration of twelve hours. However, on 07feb2019 at 00:05 the intralipid infusion bag was empty after infusing for 4 hours with no leak noted. The patient required frequent monitoring and additional laboratory testing to assess for harm. The patient was admitted to treat mrsa bacteremia from a home PICC line with a poor prognosis and a decision was made to stop all treatments and discharge the patient to hospice.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the intralipids 20% 500ml infusion was initiated on (B)(6) 2019 at 20:08 at a rate of 41.7ml/hour for a duration of twelve hours. However, on (B)(6) 2019 at 00:05 the intralipid infusion bag was empty after infusing for 4 hours with no leak noted. The patient required frequent monitoring and additional laboratory testing to assess for harm. There was no report of lasting harm caused to the patient from the event. Although requested, there were no additional information or details of the event provided.